Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4)

Event description:
Treatment of an avm. It was reported the catheter leaked at approximately 3cm from the distal tip during onyx injection. No patient injury reported.same event as MDR# 2029214-2011-00212.